Event description:
It was reported that during removal of the introducer sheath from the pt's right internal jugular vein, the hub separated from the sheath body. The sheath body embolized and was removed under fluoroscopy. There were no further pt complications.